Manufacturer narrative:
Initial reporter foreign postal code (B)(6).

Event description:
It was reported that the tip is broken.

Manufacturer narrative:
One truepass suture passer w/self-capture feature was returned for evaluation. A visual assessment of the device confirmed the reported complaint. The top jaw is visibly bent. A root cause investigation has been opened to address this failure mode.